Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter was requested for investigation.

Event description:
There was a complaint of a display issue with a coaguchek xs meter. The customer stated numbers and symbols were flashing on the screen. The customer performed a display check and saw 888 but stated she saw a partial 8 flashing and the hourglass. The customer looked into the meter memory and saw the last result of 2.8 inr which she thought was the result but with the partial 8, the hourglass, and symbols dim in the background flashing.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the circuit board was contaminated. This contamination leads to the complained error. The root cause is contamination due to improper handling or maintenance. Medwatch fields d9 and h3 have been updated.